Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419388, implantable pacing lead, (B)(6) 2007; 1688t, competitor implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that product performance data was reviewed and classified as noise and inappropriate detection and treatment. The right ventricular lead and device remain in use. The patient was enrolled in the (B)(4) clinical study. No patient complications have been reported as a result of this event.